Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant iron and total iron binding capacity (ibc) results. The customer removed and inspected the tube. The customer ran a precision test with a random patient sample and, the results obtained were acceptable. The customer also reran quality control (qc) and, the results were within range. A siemens headquarters support center (hsc) specialist reviewed the escalation data. The tests were originally sampled from a primary tube. Since these tests are listed as "add on" to the existing sample, if the tube was pulled out and placed back into the carrier or someone removed some sample for another test, the remaining sample level would change and could result in short sampling from the tube to the aliquot. Repeat testing was performed in a short sample container, suggesting that there was inadequate sample left in the tube for primary sample analysis. This was a single sample isolated event. The cause of the discordant iron and total iron binding capacity (ibc) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low iron and total iron binding capacity (ibc) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant result for iron was reported to the physician(s). The discordant result for ibc was not reported to the physician(s). The same sample was repeated on the same instrument, resulting higher. The corrected results were reported to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant iron and total iron binding capacity (ibc) results.